Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the laboratory and the sample was retested on another analyzer. The test results were within the normal range and the patient's physician was contacted with the normal troponin test results. The patient was admitted and serial draws were performed. The draw at three hours was normal. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 12x75 lithium heparin tubes and centrifuged at 3000 for 10 minutes. Sample was a full draw. Accutni quality control (qc) recovered within range. A system check performed on (B)(4) 2008 met specifications. There were no errors posted to the event log at the time of the event. Customer ran 20 replicates of accutni testing using deionized water recovered with non-negative results. On (B)(4) 2008, the field service engineer (fse) performed preventive maintenance. Changed stators, transducer, and mixer bearings. Performed lumwash son/inc testing which met specifications. The fse determined that mixer bearing and stator ceramics are believed to have caused this issue. Fse stated that the mixer bearing was dirty and caused splashing. Root cause was identified as the hardware issued resolved by the field service engineer. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.